Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head keeps falling off - oral-b [device breakage]. Brush head is loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b cross action toothbrush heads kept falling off of the oral-b rechargeable toothbrush handle, type 3772 and the oral-b toothbrush head was loose. No injury was reported.

Event description:
Head keeps falling off - oral-b [device breakage]. Brush head is loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b cross action toothbrush heads kept falling off of the oral-b rechargeable toothbrush handle, type 3772 and the oral-b toothbrush head was loose. No injury was reported.

Manufacturer narrative:
23-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.